Manufacturer narrative:
As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. As no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it was reported in a journal article that two patients experienced a dislocation. Both patients were treated conservatively. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using dfmea: detachment of the 2 stem components, dislocation, metallosis, foreign body reaction due to wrong design of pin leading to failure of connection between proximal and distal part and subsequent release of wear particles (fretting corrosion) => not possible. Detachment of the 2 stem components, dislocation, metallosis, foreign body reaction due to wrong design of taper leading to failure of connection between ball head and proximal part and subsequent release of wear particles (fretting corrosion) => not possible. Lack of anatomical reconstruction of the joint, dislocation migration of stem short and long term, splitting of bone, improper initial setting of the implant due to wrong size implanted (incorrect size chosen) => possible: the implants used and combined are unknown, the surgical technique was not shared, therefore it cannot be excluded, that a wrong implant size was chosen. Impingement with cup leading to metal debris, breakage of insert / neck of stem, dislocation or luxation, osteolysis / metallosis due to wrong positioning of the components, wrong antetorsion chosen => possible: the surgical report was not shared, it is unknown, how the implants were positioned, therefore cannot be excluded. Failure of connection between taper and ball head, breakage of stem, dislocation due to wrong selection of ball heads due to unknown compatibility list = > possible: the implants used and combined are unknown, the surgical technique was not shared, therefore cannot be excluded. However product compatibility can be reviewed from www.productcompatibility.zimmer.com metal debris, breakage of insert / neck of stem, dislocation or luxation, osteolysis / metallosis due to inappropriate design concerning range of motion leading to impingement of components => not possible. Migration of stem short and long term, splitting of femur, improper initial setting of the implant due to incorrect selection of rasp size => possible: the instruments and implants used are unknown, therefore a wrong rasp selection cannot be excluded. Trial implants are available and the size labels on the rasp and the implants are identical. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause for the dislocation cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a revitan hip stem (catalogue number unknown) on an unknown side (exact date not reported). Currently, the patient is being monitored due to dislocation.